Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module did not calibrate successfully. Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The device evaluation determined that the fio2 control knob had been forced tightly against its mounting faceplate, making it difficult to turn. The knob could not be properly actuated by the stepper motor used for the automatic calibration process, and the calibration failed, giving the appropriate error message. The knob could still be turned by hand, so manual control of fio2 remained available. The condition of the knob was attributed to damage occurring during shipment of the device.